Event description:
It was reported, the patient experienced supraventricular tachycardia (svt) however, due to functional undersensing, the svt fell into the therapy zone which resulted in inappropriate anti-tachycardia pacing (atp) and inappropriate shock being delivered. The device was reprogrammed to resolve the event. The patient is stable with no consequences.